Event description:
Treatment of an aneurysm. It was reported that the proximal section of the pipeline was not fully opened during deployment and the device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated. The pipeline was found damage with clotted blood at one end. This like prevented the device from fully open. (B)(4).